Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation: uterus') and hydrosalpinx ('hydrosalpinx'). In an adult female patient who had essure (batch no. C91745), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multigravida, parity 3, abdominal hernia repair and ovarian cyst. Concurrent conditions included: hernia abdominal wall. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("bladder/urinary problems: vaginal. Discharge"), fatigue ("fatigue"), migraine ("migraine") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy, bilateral cornual resection for essure removal). At the time of the report, the fallopian tube perforation, uterine perforation, hydrosalpinx, pelvic pain, abdominal pain, dysmenorrhoea, vaginal discharge, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fallopian tube perforation, fatigue, hydrosalpinx, migraine, pelvic pain, uterine perforation and vaginal discharge to be related to essure. The reporter commented: 7 coils visualized on the right, 4 coils visualized on the left. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2015, bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: pelvic pain, hydrosalpinx. Lot number#: c91745, manufacture date: 2014-07, expiration date: 2017-07. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation: uterus') and hydrosalpinx ('hydrosalpinx') in an adult female patient who had essure (batch no. C91745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, abdominal hernia repair and ovarian cyst. Concurrent conditions included hernia abdominal wall. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("bladder/urinary problems : vaginal. Discharge"), fatigue ("fatigue"), migraine ("migraine") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy, bilateral cornual resection for essure removal). At the time of the report, the fallopian tube perforation, uterine perforation, hydrosalpinx, pelvic pain, abdominal pain, dysmenorrhoea, vaginal discharge, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fallopian tube perforation, fatigue, hydrosalpinx, migraine, pelvic pain, uterine perforation and vaginal discharge to be related to essure. The reporter commented: 7 coils visualized on the right 4 coils visualized on the left . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hydrosalpinx. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received. Reporter information, patient's medical history, lot number and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation: uterus') and hydrosalpinx ('hydrosalpinx') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("bladder / urinary problems: vaginal. Discharge"), fatigue ("fatigue"), migraine ("migraine") and alopecia ("hair loss"). At the time of the report, the fallopian tube perforation, uterine perforation, hydrosalpinx, pelvic pain, abdominal pain, dysmenorrhoea, vaginal discharge, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fallopian tube perforation, fatigue, hydrosalpinx, migraine, pelvic pain, uterine perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 06-sep-2019: pfs received. Lab data added. Events ; perforation: uterus, fallopian tubes, pelvic / abdominal, dysmenorrhea (cramping), bladder / urinary problems: vaginal. Discharge, other please describe: hydrosalpinx were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report